Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer's insulin pump alarmed. The customer disconnected from the device and reverted to back up plan. While troubleshooting the customer stated that the drive support cap was sticking out, but it has not been dropped. No further information was provided.